Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device had a black screen and also showed offline on remote support service. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was completely black, and nothing was coming up on the station. A technical support specialist (tss) observed that the device was back online and was able to establish a remote connection successfully. During the remote session, tss noted a hardware failure icon displayed on the screen. A follow up was raised requesting repair information and the resolution, but no response was received.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device had a black screen and also showed offline on remote support service. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.